Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood and tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the lead dislodged the day after implant. The lead was explanted and replaced to resolve the event and the patient was stable.